Manufacturer narrative:
The insulin pump was received with a completely smashed/bleeding lcd glass along with minor scratches on the display window. Functional testing could not be performed due to the lcd anomaly.

Event description:
It was reported via phone call that the insulin pump was damaged; the customer was playing in the garden and the gold ball they were playing with hit the insulin pump and completely smashed the lcd screen. The patient's blood glucose at the time of incident ws 3.9 mmol/l. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis.